Event description:
Attorney reported: in 2006--the patient underwent surgery to repair an umbilical hernia. A ventralex hernia patch was used to repair the hernia. As a result of using the ventralex hernia patch, the patient was caused to suffer, among other injuries, severe infection and caused to sustain severe and permanent personal injuries, pain, suffering, and emotional distress. The severe infection sustained by the patient was due to the ventralex hernia patch.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.